Event description:
Baxter (B)(4) received a report of an infusor that had a ruptured elastomer during patient therapy. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir was confirmed via batch review. The root cause was due to mechanical damage on the inside of the bladder. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. A batch review has been conducted which revealed product met all of the acceptance criteria for release. There was one non-conformance associated with the lot 12b066 and the rupture condition. The investigation determined that the root cause of the ruptured bladder was due to mechanical damaged on the inside of the bladder. The product was re-inspected by having personnel trained to inspect under magnified polarizing light for blemishes and damage present.